Manufacturer narrative:
H4: device manufacture date: the lot was manufactured between december 01, 2022 - december 05, 2022. H10: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed which observed a leak at the solvent-bonded junction of the tubing and stressmember located near the fill port. The reported condition was verified. The cause of the condition was inadequate tubing insertion depth (not deep enough) during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from the fill port. The leak was described as, ¿elastomeric bottle was failed to hold normal saline within the elastomeric balloon due to defect of filling port cap¿. The leak was found in the cleanroom during the compounding process; however, it was unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.